Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-feb-2020 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 11-sep-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg) difficulty in position and placement was experienced. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.